Event description:
The flexible extension arm fractured during use. Distraction gap appeared to have decreased due to the patients mother turning the extension arm with her fingers. Used as part of loan set. The flexible extension arm fractured (snapped out) during use. Distraction gap appeared to have decreased due to the patients mother turning the extension arm with her fingers. Used as part of loan set. This is 1 of 1 reports for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. Investigation showed that the extension arm came apart. The jags of the rings, where the arm came apart were not damaged or broken. It could have been that the device came apart by applying too much bending force, which can lead to a pop out of the jags. The exact cause of the occurrence cannot be determined.